Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal segment of left anterior descending artery to mid segment of left anterior descending. A 15mmx2.50mm wolverine coronary cutting balloon catheter was advanced for dilatation. However, during third inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal segment of left anterior descending artery to mid segment of left anterior descending. A 15mmx2.50mm wolverine coronary cutting balloon catheter was advanced for dilatation. However, during third inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: wolverine cb mr, ous 15mmx2.50mm, catheter was returned to the complaint investigation site (cis). Visual and tactile inspection identified no device issues/defects on the hypotube and shaft polymer extrusion profile. A detailed microscopic examination of the balloon material identified a pinhole in the mid-section of the balloon material and noted that there was blood in the balloon. An attempt was made to inflate the balloon by attaching an encore inflation unit to the device hub/manifold, however the device failed to inflate fully due to a pinhole in the balloon material. Microscopic analysis also noted that 2mm of one of the blade 1 segments was detached from the pad on return and less than 1 mm of another blade 2 segment was not returned and blade 3 indentified no issue. The detached section of the blade did return for analysis. There was no damage observed to the pads and they were all intact. No issues/defects were identified on tip and markerbands.